Manufacturer narrative:
H.6. Investigation: our quality engineer reviewed the photograph provided. Bd received one photo which showed the unit in two portions. Portion 1 was the grip and portion 2 was the needle/hub assembly with the porous plug attached at the end of the hub and the spring intact over the needle and hub. There were slight traces of media in the grip as well as traces of thick media present within the hub and porous plug. Through the visual/microscopic evaluation, the provided photo revealed that the barrel had separated from the grip which allowed the needle/hub with the porous plug and spring to release from the bottom of the grip. These observations are indicative that the root cause was manufacturing process related. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc experienced a failure of the needle to retract and product damage/deformation with the device still considered operable. Product defects were noted during use. The following information was provided by the initial reporter: (B)(6) 2019 11:00 am, a nurse applied ref#381034, 20g, 0.16 in insyte autoguard IV catheter to a patient. After she placed the catheter into the patient and activated safety mechanism to retract the needle, the needle was not retained in the barrel but popped out along with needle spring. As the needle was contaminated by patient blood, the nurse followed internal procedure to discard the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc experienced a failure of the needle to retract and product damage/deformation with the device still considered operable. Product defects were noted during use. The following information was provided by the initial reporter: on (B)(6) 2019 11:00 am, a nurse applied ref (B)(4), 20g, 0.16 in insyte autoguard IV catheter to a patient. After she placed the catheter into the patient and activated safety mechanism to retract the needle, the needle was not retained in the barrel but popped out along with needle spring. As the needle was contaminated by patient blood, the nurse followed internal procedure to discard the device.